Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently died. The patient was hospitalized for the peritonitis event and an unrelated medical condition. The cause of peritonitis was unknown. Treatment was not reported. The cause of death was reported to be an unrelated medical condition. It was not reported if the patient was recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. Pd therapy was ongoing prior to death. It was not reported if the patient was performing pd therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.